Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the affiliate that during a lap sigmoidectomy, the jaw of the device was bent and could not pull device out of the trocar. Other devices were used to complete the case. No pt consequence.